Event description:
Customer reports back to back comparison of meter to lab while using the advantage system with results of 147 mg/dl on the meter and 84 mg/dl at the lab. No controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.